Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained a discordant (elevated) patient result with atellica im enhanced estradiol (ee2) lot 104 that was lower upon retesting on a different atellica analyzer. It is unknown if the initial result was reported or questioned by the physician. Calibration was valid, but a discrepancy in the rlu signals obtained at the beginning of the reagent lot's use and the current values is observed. The controls were in range, but there was greater imprecision, and positive bias was observed with lot 104 compared to the previous lot. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer obtained a discordant (elevated) patient result with atellica im enhanced estradiol (ee2) lot 104 that was lower upon retesting on a different atellica analyzer. It is unknown if the initial result was reported or questioned by the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2025-00117 on 17-jun-2025. Siemens completed investigation for an outside of the united states (ous) customer report of a discordant (elevated) patient result obtained with atellica im enhanced estradiol (ee2) lot 104 that was lower upon retesting on a different atellica analyzer. The customer has been using ee2 lot 127104 since february 2025. Calibrations were valid meeting all acceptance criteria. Quality control (qc) was within acceptable range at the time of testing, but the customer stated there is greater imprecision and a decrease in rlus as lot 127104 ages. A decrease in rlus is not unusual as reagent ages, the 2-point calibration accounts for rlu variation. A review of internal reagent release data showed that atellica im ee2 lot 104 met all manufacturer specifications. Siemens reviewed the analyzer autocheck data which showed that there was a need for vacuum troubleshooting. Siemens customer service engineer (cse) was dispatched and performed vacuum system troubleshooting steps and replaced the vacuum regulator. Post service, autocheck data showed improved vacuum performance. Assay precision was then verified by running five low concentration samples in replicates of 3 which showed acceptable precision. Based on the investigation, the exact cause of the discordant result cannot be confirmed but is consistent with normal wear and tear of an analyzer part and not a systemic product problem. The customer is operational, and the reported issue was resolved by routine troubleshooting and service actions. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.